Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with a ventilator's active exhalation control module. The active exhalation control module was returned to the quality assurance laboratory for further investigation. During the investigation, the proportional valve was found to be slow to close.